Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the patient was discharged from the hospital he felt lightheaded, collapsed and hit his forehead. The patient experienced complete heart block and an external defibrillator was used. The patient was admitted to the hospital. The ventricular lead exhibited loss of capture. The lead was explanted and replaced.